Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Photographs were taken of the device and no errors were visible on the display screen. A review of the downloaded log did not confirm the reported event of a hardware failure.

Manufacturer narrative:
(B)(4).